Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. There was no difficulty inserting an is 1 lead into the atrial port and the lead pin was extended through the distal connector block. There was also no difficulty inserting a df 4 lead into the ventricle port and the lead pin was extended through the distal connector block. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the visual observations noted in the field, but this could not be confirmed during laboratory analysis. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
This device was explanted for therapy upgrade approximately one and a half years later and returned for analysis. This report is being filed to submit the analysis results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician noted that when viewing the terminal pin location within the header of the implantable cardioverter defibrillator (ICD), it appeared that the terminal pin of the high voltage lead completely seeded itself into the hollowed out area behind the connector block at the back of the header. However with the atrial lead, although past the block, there appeared to still be a millimeter or two between the end of the hollowed out area for the terminal pin and the actual terminal pin making it appear that the atrial lead was not completely inserted. Boston scientific technical services (ts) was contacted and was able replicate the scenario, thus determining this was likely a normal observation. The physician also noted that it was difficult to insert the ra lead into the header of the ICD. The ra lead and ICD remain in service and no adverse patient effects were reported.